Event description:
In 2008, it was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used on the same day. According to the complainant, during preparation, "the syringe would not lock or engage the needle fully, causing a lack of suction." It was reported that the procedure was completed with a second excelon transbronchial aspiration needle device. No pt complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. The june 2008 15-month pulmonary biopsy needle product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.